Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device housing was loose and unscrewing, the oscillating head was loose and not oscillating. It was further noted that the positioning ring and set screw were bent/dented and the internal components were corroded and damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due immersion during cleaning and improper handling and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary femoral head osteotomy (fho) surgical procedure on an animal, it was observed that the sagittal saw attachment device was not oscillating. There were no delays to the surgical procedure. A spare identical device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.